Event description:
Pt healthy, ambulatory, who had a bard per-fix mesh plug hernia repair in 2000. They developed progressive severe, disabling groin pain after repair. Physician explanted mesh plug in 2004 for this chronic pain and found a "meshoma" and entrapment of spermatic cord with the keyhole mesh, entrapment of the genital branch of the genito-femoral nerve. Also found meshoma with impingement on bladder of a medial mesh plug, and erosion into the intra-peritoneal space of the lateral mesh plug with impingement on the femoral nerve.